Manufacturer narrative:
A follow-up report shall be submitted upon the completion of the eval.

Event description:
This was a tibial artery intervention. The vasculature was heavily calcified and tortuous. The report states that it was noticed on insertion of the balloon that the inner shaft of the catheter was dislocated. No harm to the pt.